Event description:
It was reported that approximately two months post-operative a follow-up computed tomography scan revealed an endoleak. It could not be determined if the endoleak was a proximal type I, of the infrarenal aortic extension, or a type ii. The patient was treated with a suprarenal aortic extension. Reportedly, following placement of the additional suprarenal aortic extension a blush was seen on completion angiogram. Therefore, the physician believed the endoleak to be a type ii. The physician elected to end the procedure and leave the endoleak for monitoring. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. (B)(4): device not returned to manufacturer.

Manufacturer narrative:
Actual device was not returned for evaluation. However, operative notes from the initial procedure, and CT report post-secondary procedure were provided for clinical assessment by a clinical representative. Based on the review of the available information, a cause cannot be determined for the type I endoleak; however, the patient anatomy and inadequate sealing of the proximal stent graft during the index procedure may have contributed to the event. Review of the manufacturing records did not indicate that the device may have caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.